Event description:
Registered nurse of home pt reports leak at twist clamp of a transfer set. Registered nurse reported pt's transfer set was changed with no pt injury or medical intervention required.